Event description:
Greenlight hps laser fiber probe fractured as it was being using during greenlight laser tur-p. All pieces were retrieved per dr. Fiber will be returned to the company. Procedure was started with the laser, then converted by the surgeon to esu then back to laser for completion of case. Fiber broke at 120 watts. End of tip extracted via cystoscopy per dr. Gland volume was 60 ml, 12.5 minutes expended, energy expended 62418 joules.